Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during placement of the last embolization coil, the coil unexpectedly detached without use of the controller. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury.